Manufacturer narrative:
(B)(4). The average age of the patients was (B)(6). There were 11 men and 11 women. (B)(4). The device was not returned to the manufacturer for evaluation; we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that twenty-two patients at a single center underwent discectomy and implantation of artificial cervical disc. Twenty patients underwent single-level arthroplasty and two underwent arthroplasty at two levels. The levels of surgery included c3/4 (3 levels), c4/5 (2 levels), c5/6 (18 levels) and c6/7 (1 level). The mean follow-up period was 60 months (57-69 months). Radiographic evaluation included dynamic x-ray examination and magnetic resonance imaging (MRI) at baseline and at final follow-up. At five year follow up, eight out of 24 levels had developed heterotopic ossification and two had lost motion (rom). According to mcafee's classification, six levels were classified as grade iii and two as grade IV. For the six patients with grade iii heterotropic ossification, the range of motion was 6.4° (4.0°-10.0°) at baseline and was preserved at 5.8° (2.0°-9.0°) at final follow-up. The range of motion of typical case with grade iii ossification was preserved at 9.0 degrees.